Event description:
A report was received that the patient¿s leads eroded through the skin and there was an infection at the hips. The symptoms of the infection were redness and discharge. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was given antibiotics. The infection was reported to be not device related. The explanted devices were not returned to bsn. Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient's leads eroded through the skin and there was an infection at the hips. The symptoms of the infection were redness and discharge. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.